Event description:
The customer called philips to reporting the unit could not detect ECG and spo2 signals. Patient involvement is unconfirmed, however there was no adverse event to the patient or user.